Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v090005, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported contacts 0 and 1 were showing impedance measurements of <(><<)>50 ohms with current readings of <(> <<)>15 milliamps (ma). The longevity was showing 1-6 months with 27-47% capacity. No falls or trauma was related to the event, but the patient did have a colonoscopy esophagogastroduodenoscopy (egd) in (B)(6) 2015 and impedances were last checked in (B)(6) 2015 with normal results. The patient was still receiving effective therapy, however, so no actions were taken. Actions and outcome remain unknown. A supplemental report will be sent if any additional information is received. The indication for use includes urinary dysfunction.